Manufacturer narrative:
The reported guide wire and oad were returned to csi for analysis. A visual examination confirmed that the guide wire was fractured and that the distal section was not returned. There was no surface wear observed near the fracture site. Scanning electron analysis revealed evidence of radiopaque transfer on the oad tip bushing from contact with the guide wire spring tip. The guide wire fracture face showed evidence of torsional forces. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. It was hypothesized that the fracture was due to user error, from contacting the spring tip with the spinning driveshaft. This is consistent with the event details reported to csi. The root cause of the fracture event was considered to be related to use not consistent with the instructions for use (IFU). The diamondback coronary orbital atherectomy system IFU warns: do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment to the posterior descending artery was successful. The orbital atherectomy device (oad) was moved backward into the proximal vessel; however, the oad was difficult to view under fluoroscopy. The viperwire guide wire was pulled back, and the oad advanced over the spring tip, thereby fracturing the tip of the guide wire. The fragment could not be located in vivo, and it was hypothesized that it was lodged within the oad. A non-csi guide wire was advanced to maintain wire placement, and the oad and guide wire were removed together. Balloon angioplasty and stent placement were performed. There were no patient complications.